Event description:
The rptr performed back to back blood glucose tests, within 10 minutes, using different fingersticks, and got results of 200, 276, and 160 mg/dl. Rptr did not have any symptoms. She did not have control solution for testing. On follow-up, the rptr stated that she has a hard time getting enough blood to put on her test strip. Rptr also stated that she was unaware of the 3 month expiration time frame on opened control solution.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8